Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported that calibration was not performed sense seeing the inaccuracy. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. The receiver data log was provided by the patient. The data was reviewed on (B)(4) 2016. The reported event of inaccurate blood glucose values on (B)(6) 2016 was confirmed. However, a root cause for the reported inaccuracies cannot be determined. It was also reported that the patient did not calibrate since seeing the inaccuracy. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again. However, a root cause for the reported inaccuracy cannot be determined.